Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure, the non-sjm guidewire could not be removed from the sjm lead inside or outside of the patient. The lead was replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with a complete guide wire broken in two segments. The distal end of the non-abbott guidewire was found to be stuck in the lead. Examination of the non-abbott guidewire found signs of it being bent and kinked at the broken end of the proximal segment of the guidewire. A bent/kinked guidewire could cause guidewire insertion/withdrawal difficulty. Electrical testing did not find any indication of conductor fracture or internal shorts in the lead. The s-curve height of the lead was measured to be within product specification. The damages found were consistent with those occurring at implant and explant.